Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition of small vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49-year-old male in cardiac arrest implanted with an impella cp for mechanical circulatory support. The patient was being escalated to the impella 5.5. The medical staff was having difficulty delivering the impella 5.5 pump due to the patient's anatomical limitations. After multiple failed attempts, the procedure was aborted. The impella cp remained as support for the patient.